Event description:
The customer's mother reported that the insulin pump returned multiple no delivery alarms. Customer's mother stated that the no delivery alarms occurred during infusion set changes. The customer's mother reported that insulin was not traveling through the tubing. Blood glucose level was 467 mg/dl at the time of the incident. Customer's mother confirmed that a cannula from one of the last sets used was bent and that there was blood at the site. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.